Event description:
Device 1 of 2 reference MFR. Report:1627487-2015-03293 it was reported the patient experienced abdominal stimulation. As a result, the scs leads were repositioned on (B)(6) 2015 which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).